Event description:
It was reported that a patient presented with loss of interrogation noted on the patient's insertable cardiac monitor. No intervention or adverse patient consequences were reported.